Event description:
False negative result(s). Customer states that she purchased four test kits from cvs and encountered several issues. Qr codes are not scannable and gave negative results with a faint line. Mwr# mw5110844.

Manufacturer narrative:
Final product manufacturing and qc record for cov1120194 were reviewed. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. The test results of retention samples from cov1120194 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. Randomly checked some retained samples of reported lot. The qr code information was intact and valid information could be scanned out. The complaint is not verified.